Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Received a call back from the or director, the procedure was prolonged by an unknown amount of time, there were no patient consequences. The procedure did not convert to an open. According to the account contact, the procedure was a laparoscopic appendectomy with the 45mm endocutter with a white cartridge. When the surgeon went to fire the device, the firing was not sealing all the way. Meaning the staples were not sealing the tissue. They took the cartridge out and there were still some staples in the cartridge after it was removed. The firing was incomplete. The device was reloaded with another white cartridge and fired. The staples were not formed properly. There was some bleeding that was controlled by cauterization. The scrub tech stated that while squeezing the trigger, the surgeon stated it felt different. It was not difficult to fire, it just felt different. The mechanics was not firing properly. It made the same usual type of clicking noise, just felt different.